Manufacturer narrative:
The patient had to be transferred to another scanner, causing a delay in treatment. We have implemented corrective measures to mitigate the risk and prevent errors through service visits. Daily calibration and quality assurance testing were completed on the system with no issues. Any additional information received on this incident will be reported in a follow-up MDR.

Event description:
The patient's procedure was delayed due to tablet disconnected, caused by the installation of the wrong software version.